Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the device longevity is anticipated to be less than the patient's expectations. It was further reported that the lead threshold is high due to patient physiology. The device and lead remain in use. No patient complications have bee reported as a result of this event.